Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector. It was indicated that the output connector nut was missing. It was also indicated that the display wire insulation was pinched but the insulation was not compromised. It was also indicated that metal particles were found around the boss of the upper case and on the main seal. These parts were replaced or cleaned and the epg was re-calibrated and passed final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector. The epg was returned for service. The epg tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.